Event description:
A thermal disposable kit was opened and connected to machine. The writing in window on machine stated handpiece error 5003.the machine was shut off and turned back on. It continued to state error. The machine was again shut off, the disposables disconnected and reapplied. The machine was turned back on but it continued to read error. A new thermal kit was opened and connected to machine without problems. It is not known if new kit was same lot number.